Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 185, 162 and 192 mg/dl. The customer¿s expected fasting blood glucose test result range is 160-200 mg/dl. The customer feels well and did not report any symptoms. The customer stated that he received a low result on the meter on saturday morning, (B)(6) 2023, of 120 mg/dl fasting. Customer stated he was vomiting and sweating at that time. He went to the hospital which is about 20 minutes away and on their meter his blood glucose test result was 550 mg/dl. The diagnosis was high blood glucose and the customer was treated with insulin. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 09/30/2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time/date not set): result 1: 248 mg/dl, date : (B)(6) 2023, time: 05:34 pm fasting; result 2: 246 mg/dl, date : (B)(6) 2023, time: 03:00 pm fasting; result 3: 185 mg/dl, date : (B)(6) 2023, time: 07:06 pm fasting; result 4: 162 mg/dl, date : (B)(6) 2023, time: 05:18 pm fasting; result 5: 192 mg/dl, date : (B)(6) 2023, time: 05:30 pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to the customer seeking medical attention. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 20-june-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.